Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. An x-ray was taken on (B)(6) 2021 that revealed externalized conductors on the lead. On (B)(6) 2021 a procedure was performed where the lead was capped and replaced with a new right ventricular lead. The replacement was successful and the patient was stable.